Manufacturer narrative:
The hvad is used for treatment not diagnosis. The pump ((B)(4)) was not returned to the manufacturer for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the device ((B)(4)) met all requirements for release. The reported "inability to attach" the pump to the sewing ring appeared to be a combination of difficult positioning and fit per the manufacturer representative that assisted during the implant procedure. Based on open internal investigation, the most probable root cause for the poor mechanical connection between the pump and the sewing ring may be attributed to user error during implant. The manufacturer has an open investigation for these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines the surgical procedure for attaching the sewing ring to the myocardium. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring.

Event description:
It was reported that the surgeon had difficulty obtaining connection between the pump and the sewing ring during the implant surgery. The implant was done through a thoracotomy approach. After seating the pump, the surgeon filled the heart in the normal fashion and noticed bleeding around the sewing ring. Several additional sutures were placed to attempt to control the bleeding without success. It was decided to remove the pump and inspect the positioning of the silicone o-ring to ensure it was intact and correctly positioned. The pump was then reinserted and hemostasis was obtained. After inspecting the pump and o-ring, it was determined that the bleeding was due to a poor connection between the pump and the sewing ring and not from a lack of sutures around the ring.